Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended and retracted within six turns. Helix, fully extended, measured .078 inches within specification. Primary analysis findings: no anomalies found.

Event description:
It was reported, during the implant procedure, the helix would not deploy. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.